Manufacturer narrative:
Report required by FDA for eua.

Event description:
User reported false positive result. Negative by 3 rapid antigen tests and pcr on the same day. Fully vaccinated. Asymptomatic.